Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8703w lot# l43526 serial# implanted: (B)(6) 1997 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl and sufentanil at an unknown dosages and concentrations via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was implanted with the pump on (B)(6) 2010. The patient stated that it hadn¿t been right since he got the pump changed. In (B)(6) 2010, the patient had spinal meningitis things going on. The healthcare provider (hcp) irrigated the catheter and did fluoroscopy to make sure everything was okay. The patient stated he had spinal headaches. The patient had failed back syndrome, tumors, and felt it didn¿t really get addressed by the hcp. In (B)(6) 2010, the patient stated the hcp took fentanyl out for a couple of months and slowly started implementing it back in.